Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for low blood glucose and the reading was 33mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly, but the time was off by an hour. Nothing further was reported.